Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. Final analysis via x-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to blood in the helix region and over torque of the inner coil.

Event description:
It was reported that during an implant procedure, the atrial lead was unable to be implanted after repeated attempts to locate it in the atrium. The helix of the lead failed to retract and failed to extend. The atrial lead was not used as decided by the physician. A new lead was implanted, and the procedure was successfully completed. The patient was stable throughout.